Event description:
The customer called to report the insulin pump alarmed. The battery housing has cracks on it. Advised the customer that this probably caused the alarm. Customer declined to continue troubleshooting. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did not alarm and passed the error test. The device had broken battery tube threads, cracked reservoir tube, cracked reservoir tube lip and a minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.